Manufacturer narrative:
On march 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual inspection of the returned sample determined that an area of missing material was observed on the anterior aspect of the smooth hpg, 350cc breast implant, measuring approximately 1.0 cm x 0.6 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right breast pain, hardening, capsular contracture (baker grade IV) and bilateral breast asymmetry, post-procedure. As a result, the patient underwent right breast implant removal and replacement with a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9522163 sn: (B)(4)) on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 2, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).